Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, uterine cyst, uterine leiomyoma, fibroids, dyspareunia, dysmenorrhea, pelvic pain female, wisdom teeth removal, anxiety, arthritis, back pain, rectal bleeding, constipation, menorrhagia, intermenstrual bleeding, migraine, bladder discomfort, bladder discomfort, frequency urinary, menses irregular, termination of pregnancy, augmentation mammoplasty, parity 4 and multigravida. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (total abdominal laparoscopy hysterectomy,bilateral salpingectomy, culdoplasty). At the time of the report, the outcome of the event was unknown. The reporter considered abdominal pain to be related to essure administration. The reporter commented: the number of expanded coils that appeared trailing into uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in opposite tube. The number of expanded coils that appeared trailing into uterine cavity was 2. Patient tolerated procedure well, stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6)2013: occluded fallopian tubes [pathology test] (date unknown): 1. Uterus, cervix, right and left fallopian tubes, hysterectomy and bilateral salpingectomy: cervix:. Benign squamous epithelium, endocervical glands, and stroma. Uterus (185 grams): benign weakly proliferative endometrium. Adenomyosis. Benign leiomyomata. Fallopian tubes: benign left fallopian tube with paratubal cyst. Benign right fallopian tube with paratubal cyst and focal endometriosis. [Pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, uterine cyst, uterine leiomyoma, fibroids, dyspareunia, dysmenorrhea, pelvic pain female, wisdom teeth removal, anxiety, arthritis, back pain, rectal bleeding, constipation, menorrhagia, intermenstrual bleeding, migraine, bladder discomfort, bladder discomfort, frequency urinary, menses irregular, termination of pregnancy, augmentation mammoplasty, parity 4 and multigravida. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (total abdominal laparoscopy hysterectomy,bilateral salpingectomy, culdoplasty). At the time of the report, the outcome of the event was unknown. The reporter considered abdominal pain to be related to essure administration. The reporter commented: the number of expanded coils that appeared trailing into uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in opposite tube. The number of expanded coils that appeared trailing into uterine cavity was 2. Patient tolerated procedure well, stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: occluded fallopian tubes [pathology test] (date unknown): 1. Uterus, cervix, right and left fallopian tubes, hysterectomy and bilateral salpingectomy: -cervix: -benign squamous epithelium, endocervical glands, and stroma. -uterus (185 grams): -benign weakly proliferative endometrium. -adenomyosis. -benign leiomyomata. -fallopian tubes: -benign left fallopian tube with paratubal cyst. -benign right fallopian tube with paratubal cyst and focal endometriosis [pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.